Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a wound revision, due to the patient¿s high risk of infection, the surgeon wrapped the crt-d device and leads in a swab soaked in an alcohol-based solution and was placed on the patient¿s chest, outside of the wound. When the surgeon activated the plasmablade device, he felt extreme heat on his fingers and back of his hand and reached for a swab away from the wound. When the surgeon picked up the swab, it lit on fire. It was noted that it was like a chain reaction and the flames went from one swab to the next in a matter of seconds. The surgeon¿s outer glove melted; however, staff were able to remove the drapes from the patient before they caught on fire. The fire was able to be extinguished. There was no injury to the patient or the surgeon reported.

Manufacturer narrative:
Product analysis # (B)(4). Brief description of complaint: a plasmablade was used for a hematoma during a wound revision. Chlorhexadine was used for skin prep and around and the transvenous l eads were also wrapped in a swab dampened by chlorhexadine. This swab entered the wound as the leads were attached. The surgeon also used a non-alcohol-based solution (cefuroxime) to clean his hands periodically during the operation and washed the wound out with a mixture of saline and cefuroxime. The plasmablade was being used off and on for over an hour for no longer than 5 second bursts. The surgeon used cut 6 around the leads and coag 6 to control the bleeding. The surgeon felt extreme heat on his fingers and back of his hand and reached for a swab away from the wound. Initially, there were no flames on his glove; however, when he picked up the swab, it lit on fire. It was noted that it was like a chain reaction and the flames went from one swab to the next in a matter of seconds. The surgeons outer glove melted, but they were able to remove the drapes from the patient before they caught on fire. There was no injury to the patient or the surgeon. The chlorhexadine swabs around the leads and the device did not catch on fire. The swab that initially caught on fire was 3 inches away from the plasmablade tip. The fire was able to be extinguished. Analysis conclusion: the reported issue of fire/flame was not able to be confirmed. The generator was received in good condition and was successfully tested according to the aex service process instruction 61-90-0703 revision l. The generator functions as expected and met all product specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
During a wound revision, due to the patient¿s high risk of infection, the surgeon wrapped the crt-d device and leads in a swab soaked in an alcohol-based solution and was placed on the patient¿s chest, outside of the wound. When the surgeon activated the plasmablade device, he felt extreme heat on his fingers and back of his hand and reached for a swab away from the wound. When the surgeon picked up the swab, it lit on fire. It was noted that it was like a chain reaction and the flames went from one swab to the next in a matter of seconds. The surgeon¿s outer glove melted, however staff were able to remove the drapes from the patient before they caught on fire. The fire was able to be extinguished. There was no injury to the patient or the surgeon reported.